Event description:
A report was received of an endosseous dental implant which was explanted due to inadequate osteointegration. Clenching, poor oral hygiene, bacterial plaque and bone loss were noted.